Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device deployment issue ("one implant not inserted correctly") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device deployment issue (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pruritus ("itching on arm") and headache ("headache"). The patient was treated with surgery (essure removal and tubal ligation due to an incorrect insertion). Essure was removed in (B)(6) 2016. At the time of the report, the device deployment issue, pruritus and headache outcome was unknown. The reporter provided no causality assessment for device deployment issue, headache and pruritus with essure. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.